Event description:
Allegedly removed during the revision of another component. Active patient.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00530, 00531, 00532.